Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as performing the technique incorrectly. Hospitalization and treatment were not reported. Patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.